Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery the versajet ii console operates with interruptions when pressing the pedal the console would not work and then made a deceleration noise as the motor would deaccelerate and no fluid came out through the handpiece. The machine was overheated at one stage of the surgery. Keeps halting, stopping intermittently and then starts working again. The procedure was completed, with a significant delay, using the same device.

Manufacturer narrative:
H3, h6: the device was returned for evaluation, however the reported event could not be confirmed. Visual inspection noted no defects. Functional evaluation found that the device operated as intended with no faults found. Probable root cause of the reported failures may be a failure to correctly prime the device. The instructions for use contains comprehensive instructions on how to prime a versajet console, which must be closely followed in order to allow proper functioning of the device. It is also mentioned that the device may heat up during use, due to the nature of the mechanical components within. A documentation investigation has been conducted, confirming that no manufacturing problems have been observed. Complaint history shows previous events of this nature. No manufacturing issue has been confirmed in relation to these complaints. The instructions for use and risk files, mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete with no additional corrective actions deemed necessary.